Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer investigation. The device history record (DHR) was reviewed for the product involved. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer's investigation determined that device age and wear were likely contributory factors in the reported phenomenon.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated for the user reported problem of "power button is broken and using a qtip to turn on and off." The reported problem was confirmed. The button was determined to be a previous version main switch. The main switch was replaced to resolve the reported problem.

Event description:
The user facility reported to olympus that the power button on their evis exera iii video system center was broken and had to use "a q-tip to turn on and off" the device. The problem was reportedly observed on preparation for use with no harm or injury to the user and/or patient reported. The intended procedure is unknown.